Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a healthcare professional (nos) to a company rep, and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received two treatments of poly-l-lactic acid (sculptra) therapy (dates nos). Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed a recurrent eye infection that will not resolve. Corrective treatment, if any, was not reported. Event outcome is unk. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on 24-oct-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.